Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy, when performing end to end anastomosis, the device partially fired, the anvil can be tilted after firing and was not bent. As stated, there was an unanticipated tissue loss as they needed to do another anastomosis. They spent more than one hour to do another anastomosis, sutures. They used another stapler to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of two photos of a device. There is an additional partial off center knife impression in the cut ring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.